Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia was treated with manual injection/insulin pen and insulin pump (subcutaneous insulin infusion). The blood glucose value of 600 mg/dl. The customer suspects that bolus was no longer working. The event involved product(s) mmt-332a, mmt-1880, mmt-399a. Troubleshooting was performed. Customer was not using the auto mode/smart guard feature at the time of the event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1880 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for mmt-399a.

Manufacturer narrative:
Additional information has been received regarding the weight change from 185 to 205 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 205 pounds and updated in section a4 with this report. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, stained serial number label, stained keypad overlay, corroded battery tube, corroded motor home switch. Please see below for the boluses listed on the event date 02-mar-2025 in the pump history file. 03/02/2025 09:46:46.000 normalbolusdelivered (220) systemtime = 03/02/2025 09:46:46.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 76000 (7.6 u). 03/02/2025 11:06:07.000 normalbolusdelivered (220) systemtime = 03/02/2025 11:06:07.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 15000 (1.5 u). 03/02/2025 12:24:27.000 normalbolusdelivered (220) systemtime = 03/02/2025 12:24:27.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 35000 (3.5 u). 03/02/2025 14:55:11.000 normalbolusdelivered (220) systemtime = 03/02/2025 14:55:11.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 163000 (16.3 u). 03/02/2025 16:28:45.000 normalbolusdelivered (220) systemtime = 03/02/2025 16:28:45.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 30000 (3 u). Pump passed functional testing and no alarms or alerts noted during testing. Possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.